Event description:
It was reported the subject device had a nick on the cord - approximately three to four feet from the camera head. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the results of the investigation, the complaint was confirmed. The cable was cut. The most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a nick on the cord - approximately three to four feet from the camera head. There were no reports of patient harm associated with the event.